Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump was quickly using up batteries, which were lasting for less than 24 hours and the device shut off in the middle of a set change. Troubleshooting was performed. The batteries were not previously used. There had recently been a slight increase in basal rates. It was advised a replacement battery cap would be sent to the customer, who was advised to call back if the issue were to continue and to revert to a back-up plan if needed.